Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via 6f sheaths prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, in the lcfa, the link became stuck and could not be pulled. The sutures of two new proglide devices were successfully pre-placed. In the rcfa, a proglide suture was pre-placed. A second proglide suture broke when the suture was pulled by the cutter on the body of the proglide. Another proglide suture was successfully pre-placed. The sheaths were upsized to 9f and 18f at both access sites. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.